Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") and papillary thyroid cancer ("papillary carcinoma of the thyroid") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and clinically significant/intervention required), papillary thyroid cancer (seriousness criterion medically significant), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), blood glucose increased ("uncontrollable elevated blood sugar") and inflammation ("inflammation"). The patient was treated with surgery (partial hysterectomy on (B)(6) 2015). Essure was withdrawn. At the time of the report, the abdominal pain lower, papillary thyroid cancer, back pain, dyspareunia, blood glucose increased and inflammation outcome was unknown. The reporter considered abdominal pain lower, papillary thyroid cancer, back pain, dyspareunia, blood glucose increased and inflammation to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2014: hysterosalpingogram result was full occlusion of fallopian tubes. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced severe lower abdominal pain and papillary carcinoma of the thyroid. A partial hysterectomy was performed about 2 years after essure insertion. The event severe lower abdominal pain is regarded as anticipated according to the reference safety information for essure whereas the other event is unanticipated. During essure therapy, abdominal pain may occur. Based on its nature and lack of alternative explanation, causality with essure cannot be excluded. With regards to the other event, considering its pathophysiology and given essure's local action at fallopian tubes, a causal relationship with essure can be excluded. This case was regarded as incident because surgical intervention was performed. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") and papillary thyroid cancer ("papillary carcinoma of the thyroid/ carcinoma of thyroid, uncontrollable elevated") in a female patient who had essure (batch no. B59461) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included goiter, thyroid mass, corpus luteum cyst, diabetes and itching. Concomitant products included cetirizine hydrochloride (zyrtec) since 2008, fluticasone propionate (flonase) from (B)(6) 2015 to (B)(6) 2016, glimepiride since 2014, hydroxyzine from (B)(6) 2015 to (B)(6) 2016, metformin since 2008 and zolpidem tartrate (ambien) from (B)(6) 2015 to (B)(6) 2015. In 2013, the patient experienced dyspareunia ("pain during intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping) menstrual cramping") and weight increased ("weight gain"). On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced papillary thyroid cancer (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), blood glucose increased ("uncontrollable elevated blood sugar"), inflammation ("inflammation") and pelvic pain ("pelvic pain"). The patient was treated with surgery (partial hysterectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, papillary thyroid cancer, back pain, inflammation, vaginal haemorrhage, menorrhagia, dysmenorrhoea and weight increased outcome was unknown and the dyspareunia, blood glucose increased and pelvic pain had resolved. The reporter considered abdominal pain lower, back pain, blood glucose increased, dysmenorrhoea, dyspareunia, inflammation, menorrhagia, papillary thyroid cancer, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: full occlusion of fallopian tubes. (B)(6) 2014 - right tube was not occluded. (B)(6) 2014 - unilateral occlusion (left tube occluded), bilateral devices appropriately placed, occluded left fallopian tube, small leak in right fallopian tube. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Events were added per pfs: abnormal bleeding (vaginal, menorrhagia), menorrhagia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight gain. Patient demographics, medical history, concurrent conditions, concomitant medications were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") and papillary thyroid cancer ("papillary carcinoma of the thyroid/ carcinoma of thyroid, uncontrollable elevated") in a 38-year-old female patient who had essure (batch no. B59461) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included goiter, thyroid mass, corpus luteum cyst and itching. Concomitant products included cetirizine hydrochloride (zyrtec) since 2008, fluticasone propionate (flonase) from march 2015 to december 2016, glimepiride since 2014, hydroxyzine from march 2015 to december 2016, metformin since 2008 and zolpidem tartrate (ambien) from march 2015 to november 2015. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6 )2013, the patient had essure inserted. In (B)(6 )2013, the patient experienced dyspareunia ("pain during intercourse") and weight increased ("weight gain"). In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"). In (B)(6)2014, the patient experienced blood glucose increased ("uncontrollable elevated blood sugar") and diabetes mellitus ("diabetes"). On (B)(6) 2015, 1 year 9 months after insertion of essure, the patient experienced papillary thyroid cancer (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), inflammation ("inflammation") and dysmenorrhoea ("dysmenorrhea (cramping) menstrual cramping"). The patient was treated with surgery (partial hysterectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, papillary thyroid cancer, back pain, inflammation, vaginal haemorrhage, menorrhagia, dysmenorrhoea, weight increased and diabetes mellitus outcome was unknown and the dyspareunia, blood glucose increased and pelvic pain had resolved. The reporter considered abdominal pain lower, back pain, blood glucose increased, diabetes mellitus, dysmenorrhoea, dyspareunia, inflammation, menorrhagia, papillary thyroid cancer, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: full occlusion of fallopian tubes. (B)(6) 2014 - right tube was not occluded. (B)(6) 2014 - unilateral occlusion (left tube occluded), bilateral devices appropriately placed, occluded left fallopian tube, small leak in right fallopian tube . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") and papillary thyroid cancer ("papillary carcinoma of the thyroid/ carcinoma of thyroid, uncontrollable elevated") in a 38-year-old female patient who had essure (batch no. B59461) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included goiter, thyroid mass, corpus luteum cyst and itching. Concomitant products included cetirizine hydrochloride (zyrtec) since 2008, fluticasone propionate (flonase) from (B)(6) 2015 to (B)(6) 2016, glimepiride since 2014, hydroxyzine from (B)(6) 2015 to (B)(6) 2016, metformin since 2008 and zolpidem tartrate (ambien) from (B)(6) 2015 to (B)(6) 2015. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("pain during intercourse") and weight increased ("weight gain"). In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"). In (B)(6) 2014, the patient experienced blood glucose increased ("uncontrollable elevated blood sugar") and diabetes mellitus ("diabetes"). On (B)(6) 2015, 1 year 9 months after insertion of essure, the patient experienced papillary thyroid cancer (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), inflammation ("inflammation") and dysmenorrhoea ("dysmenorrhea (cramping) menstrual cramping"). The patient was treated with surgery (partial hysterectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, papillary thyroid cancer, back pain, inflammation, vaginal haemorrhage, menorrhagia, dysmenorrhoea, weight increased and diabetes mellitus outcome was unknown and the dyspareunia, blood glucose increased and pelvic pain had resolved. The reporter considered abdominal pain lower, back pain, blood glucose increased, diabetes mellitus, dysmenorrhoea, dyspareunia, inflammation, menorrhagia, papillary thyroid cancer, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: full occlusion of fallopian tubes (B)(6) 2014 - right tube was not occluded. (B)(6) 2014 - unilateral occlusion (left tube occluded), bilateral devices appropriately placed, occluded left fallopian tube, small leak in right fallopian tube. Most recent follow-up information incorporated above includes: on 5-jun-2018: plaintiff fact sheet received. New reporters added. Event diabetes added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 2-mar-2017: quality-safety evaluation received. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced severe lower abdominal pain and papillary carcinoma of the thyroid. A partial hysterectomy was performed about 2 years after essure insertion. The event severe lower abdominal pain is regarded as anticipated according to the reference safety information for essure whereas the other event is unanticipated. During essure therapy, abdominal pain may occur. Based on its nature and lack of alternative explanation, causality with essure cannot be excluded. With regards to the other event, considering its pathophysiology and given essure's local action at fallopian tubes, a causal relationship with essure can be excluded. This case was regarded as incident because surgical intervention was performed. Additionally, non-serious events were reported. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.